Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported image problem. Customer reported "it shoots lines through the screen and then goes black and not getting anything" . The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation. The subject device was evaluated. Device inspection and evaluation found the customer reported issue of " when plug in, it shoot lines through the screen, then goes black and not getting anything" was confirmed. Device inspection and evaluation found faulty ccd unit, kink on the cable causing no image. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2 / e3: multiple attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image was not displayed due to a faulty charged couple device and a kink on the cable. The specific root cause of the faulty charged couple device and kink on the cable could not be determined at this time. Olympus will continue to monitor field performance for this device.